Event description:
On (B) (6) 2009, this pt was implanted with gore excluder aaa endoprostheses. An aortic extender component was implanted to address a type I endoleak. The endoleak still persisted. A palmaz stent was implanted; this also did not fix the endoleak. The physician attempted to balloon the devices. The endoleak still persisted, the physician chose to wait and watch. On (B) (6) 2010, a CT scan was done and revealed what seemed to be a persistent type I endoleak. On (B) (6) 2010, a reintervention was planned but the type I endoleak appeared to have thrombosed, and only a type ii was present, so the decision was made not to reintervene.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.